Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one catheterization device for evaluation. The device was returned with the guidewire partially advanced out of the needle. Signs of use were observed on the device. Visual inspection revealed the guide wire had two kinks near the distal end. Microscopic inspection of the guide wire confirmed the kinks. The distal weld was observed to be present and appeared full and spherical. The kinks in the guide wire were located 8mm and 15mm from the distal tip. Undue force was used to remove the guide wire from the catheterization device to measure the core wire length and the core wire detached from the distal weld. The core wire length from the handle to the distal tip measured 4 6/16", which was within the specifications of 4 6/32"-4 12/32" per swg w/handle product drawing. The kink location and core wire length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.436mm via calibrated micrometer, which was within the specifications of 0.432-0.457mm per swg product drawing. Functional testing was performed to remove the guide wire from the catheterization device. Functional inspection of the guide wire was performed per the product IFU which sta tes, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The guide wire was able to fully advance and retract th rough the needle with minimal resistance. A manual tug test confirmed the distal weld was secure on the guide wire. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.